Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device (serial number of this device are unknown at this time), experienced asystole for approximately 15 seconds due to automatic gain control algorithm change. It was noted that this patient is 100 % pacer dependent and without their own intrinsic rhythm. The physician suspected that the automatic gain control (acg) had been searching for the appropriate threshold and lowered the sensing floor to the point where the device was sensing an atrial signal and inhibited right ventricular (rv) pacing. A boston scientific technical services (ts) agent was contacted to review the event and provide the appropriate sensing for this pacer dependent patient. The agent advised per the device labeling to fix the sensing which was recommended for over sensing agc. The device was checked as the right ventricular (rv) lead was in the septal position. The physician changed reprogrammed the sensing on the device to fix the issue and the problem was resolved. No additional adverse patient effects were reported. The device remains in service at this time.